Event description:
The customer reported being hospitalized due to high blood glucose caused by no delivery issues. The blood glucose reading at time of call was 480mg/dl. The customer stated that he received a no delivery alarm during a bolus process. Troubleshooting was performed. The customer stated that he ran a large bolus in attempt to push insulin through tubing, but no insulin exited thru the quick release. The customer went to the emergency and was treated with manual injections. The customer was not sure of what may have caused the no delivery alarms. Advised the customer to call helpline if he experiences further issues. No further information was provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.